Event description:
(B)(4). Same case as MDR ID# 2134265-2013-00013, 2134265-2013-00014, 2134265-2011-05773, 2134265-2012-08549, and 2134265-2012-08550. It was reported that following a coronary stenting treatment procedure, myocardial infarction occurred. In (B)(6) 2011, the subject presented for a planned pci with rotational atherectomy. Cardiac catheterization was recommended which revealed a 90% stenosed de novo lesion located in the proximal left anterior descending artery (lad). The lesion was 30 mm long with a reference vessel diameter of 3.0 mm and was initially going to be treated with rotational atherectomy, however, there was a dissection. The lesion was treated with direct stent placement using two ion us coa study stents (2.75mm x 16mm and 3.00 mm x 24 mm) in an overlapping manner. Following post-dilatation, the residual stenosis was 0%. Prior to discharge, elevated cardiac enzymes were observed and an event of peri-procedural mi was reported (peak ck=251 iu/l, uln=165 iu/l; peak ck-mb=17.5 ng/ml, uln=5.0 ng/ml; peak troponin I=8.25 ng/ml, uln=0.05 ng/ml). An ECG was performed (type of mi-non q-wave, per edc) and the subject did not experience any ischemic symptoms and medication was given to treat this event. The site confirmed, in the edc, the event of 'peri-procedural mi' was potentially related to the mach 1 guide catheter, luge guidewire, rotalink plus system, and rotalink 1.5 mm burr that were used during the index procedure. The event was considered resolved without residual effects and was discharged on the following day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).